Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommenced to perform a low pressure leak test, replace display unit with another unit, using the usb stick and help key to download the logs for review. No further information is available regarding the resolution of the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. There was no report of patient involvement.